Event description:
When the device was deployed, the team heard a snap. They examined the device and the side part has broken off. Another similar device was used and the procedure was completed without any further incident. Manufacturer response for instrument, ligature passing and knot tying, weck (per site reporter). Robotic coordinator spoke to field representative.